Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with an enlarged atrium, 3mm gap between the anterior and posterior leaflets, thin leaflets, and a previous mitral valve resection surgery. A mitraclip ntw was inserted and grasping and the clip was deployed on the mitral valve. However, after releasing the clip, the clip partially detached from the posterior leaflet and remained fully attached to the anterior leaflet. It was noted that the clip appeared to be crooked. Imaging revealed a posterior leaflet tear, causing the mean pressure gradient to increase to 5 mmhg. It was decided to discontinue the procedure. No additional clips were implanted, and the mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported partial clip movement was due to atrial enlargement and thinning of the valve leaflets (patient anatomy). The reported mitral regurgitation is a cascading event of the migration. The reported patient effect of tissue injury appears to be related to partial clip movement. Additionally, the reported patient effect of mitral regurgitation and tissue injury are listed in the mitraclip system instructions for use and are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.